Manufacturer narrative:
All information reasonably known as of 10 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the FDA medwatch report received from upmc where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife. Product is defective or caused serious injury. There will not be an investigation follow up on the complaint since the customer will not be pursuing any action on this matter.

Event description:
Recieved a medwatch report from FDA stating that there was a product malfunction with a device that was included in a product recall.

Manufacturer narrative:
All information reasonably known as of 10 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the FDA medwatch report received from upmc where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife. Product is defective or caused serious injury.

Event description:
Received a medwatch report from FDA stating that there was a product malfunction with a device that was included in a product recall.